Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, the patient experienced symptoms including vomiting, dizziness, lip numbness, and slurred speech. A fingerstick blood glucose (fsbg) measurement was obtained by the parent and was reported to be lower than the cgm reading; however, the exact fsbg value was not specified. At that time, the cgm displayed a glucose value of 105 mg/dl. Emergency medical services (ems) were contacted. Upon arrival, ems performed an additional fsbg measurement, which the parent again reported as being lower than the cgm value, though the specific reading was not recalled. The cgm continued to display a value of 105 mg/dl. The patient was transported to the hospital, where she received intravenous therapy, including fluids and glucose. She was discharged within 24 hours and was reported to be doing well at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.